Manufacturer narrative:
B3: date is unknown, so estimated date was entered. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of erosion is defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. A device history record (DHR) and ship history review were not completed as there was no lot number reported. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.

Event description:
It was reported that the patient with a penile prosthesis device experienced erosion. The device was explanted, and a new tactra malleable penile prosthesis device was implanted to allow the patient time to heal. After the patient had healed, he decided he wanted a 3 piece inflatable penile prosthesis (ipp) device instead. Approximately 10 months later, the tactra device that was implanted as a spacer was removed, and a new ipp device was implanted and tested to satisfaction. There were no further patient complications.

Manufacturer narrative:
B3: date is unknown, so estimated date was entered. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with a penile prosthesis device experienced erosion. The device was explanted, and a new tactra malleable penile prosthesis device was implanted to allow the patient time to heal. After the patient had healed, he decided he wanted a 3 piece inflatable penile prosthesis (ipp) device instead. Approximately 10 months later, the tactra device that was implanted as a spacer was removed, and a new ipp device was implanted and tested to satisfaction. There were no further patient complications.